Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The issue did not cause the customer's blood glucose to exceed 500 mg/dl. The customer was advised to always wait for prompts from the tandem mobi mobile app before removing or loading a cartridge, and this instruction was acknowledged. Technical support guided the customer to remove the cartridge, deliver a 9-unit bolus, and then load a new cartridge as the original had less than 30 units. The bolus was completed successfully, and the customer was able to reload the cartridge and resume insulin therapy, resolving the issue.